Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned .

Event description:
It was reported that the arctic sun device was not cooling and the biomed needed assistance for it. The device alert calibration error 80 (non-recoverable system error). The expected value was 6c and actual value was 29c. Per follow up information received via email on 26aug2023, it was reported that the mixing pump was malfunctioning. They said that the device has already has it's 2000 hr p.m. And now the device has only 500 hours and the pump is not working. At this time they did not know if they are going to put the device back into circulation. No additional information or sample is available at this time. An additional follow up is not required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not cooling and the biomed needed assistance for it. The device alert calibration error 80(non-recoverable system error). The expected value was 6c and actual value was 29c.